Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block d4 lot and expiration date: unknown. Block h4 device manufacture date: unknown. Additional suspect medical device component involved in the event: brand name: n/I. Upn: unk-p-scs-linear_leads. Model: n/I. Serial: n/I. Batch: n/I. Upn: n/I.

Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an explant of the entire spinal cord stimulation (scs) system. The model and serial numbers of the lead cannot be obtained despite good faith efforts. The explanted devices will not be returned as they were discarded by the medical facility. The patient is doing well postoperatively.